Event description:
Trauma patient presented in the ER with pelvic fracture and active extravasation. Interventional radiology was consulted to stop the bleeding. The radiologist performed an arteriogram and embolized the artery contributing to the bleed. Only gelfoam slurry was used to embolize the artery. Unknown to the physician at the time, the catheter tip separated during the procedure. The next day an x-ray revealed a portion of the catheter was retained in the patient. An additional procedure was required to retrieve the portion of the catheter.